Manufacturer narrative:
The reported issue (it was reported that a patient had reached the target temperature of 33c but the patient's temperature increased to 35c and the water temperature was stuck at 30c. The complainant advised they had switched out devices and placed the patient on an arctic sun 2000, but then had low flow issues. The complainant then stated they changed out the pads and still continued to get low flow with the flow rate noted at 0.3l/min. Per troubleshooting, the complainant reconnected the fluid delivery line and disconnected and reconnected the pads with no change in flow. The pads were changed a second time and were hooked up to the arctic sun 5000, however the flow remained low and multiple alarms were received including an alarm 01, 01, 03, 113, and 105. A third set of pads were then used with the arctic sun 2000 results in optimal flow. Per additional information, therapy continued with no further issues on the arctic sun 2000 and the third set of pads) was confirmed. During visual inspection it was noted that the pads were found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of clamping rings on the manifold connector. The foams were found free of damages, tears, or perforations. The seal between the manifold connector and pad was found completely sealed on the pads. There was a slight damage on the energy connector of the left thigh pad, the right thigh pad¿s energy connector was damaged and there was difficulty trying to connect it to the arctic sun machine. The energy connectors on the right and left chest pads were also found damaged, the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pads returned. According to the test method, the flow rate was found to be unacceptable for the right chest pad, left chest pad, and left thigh pad, due to the energy connectors were damaged. At this moment the exact root cause of the damaged connectors could not be determined. The flow rate was found acceptable on the right thigh pad. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that the patient reached the target temperature of 33c, however the patient's temperature later increased to 35c, and the water temperature remained at 30c. The complainant noted that the devices were switched out and the patient was placed on an arctic sun 2000, which then received low flow alerts. The complainant then changed the pads and still continued to receive low flow with the flow rate noted at 0.3l/min. Per troubleshooting, the complainant reconnected the fluid delivery line and disconnected and reconnected the pads with no change in flow. The complainant then changed the pads a second time and hooked them up to the arctic sun 5000, however the flow remained low and multiple alarms were received including an alarm 01, 01, 03, 113, and 105. A third set of pads were then used with the arctic sun 2000, which resulted in optimal flow. Per additional information, therapy continued with no further issues on the arctic sun 2000 or the third set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient reached the target temperature of 33c but the patient's temperature later increased to 35c and the water temperature remained at 30c. The complainant noted that the devices were switched out and the patient was placed on an arctic sun 2000, which then received low flow alerts. The complainant then changed the pads and still continued to receive low flow with the flow rate noted at 0.3l/min. Per troubleshooting, the complainant reconnected the fluid delivery line and disconnected and reconnected the pads with no change in flow. The complainant then changed the pads a second time and hooked them up to the arctic sun 5000, however the flow remained low and multiple alarms were received including an alarm 01, 01, 03, 113, and 105. A third set of pads were then used with the arctic sun 2000 which resulted in optimal flow. Per additional information, therapy continued with no further issues on the arctic sun 2000 or the third set of pads.